Event description:
During a scheduled maintenance inspection, physio-control found that the device would not detect a simulated pt connection and alerted to connect electrodes. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control recommended main pcb assembly replacement to repair the device. However, the customer declined physio's repair offer due to the device age and costs. The device was returned to the customer in the observed condition without any repairs. A conclusive cause for the observed failure was not be determined.